Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that she didn¿t think the therapy had ever helped. The patient reported that she had adjusted the setting and has had reprogramming sessions with manufacturer¿s representatives (rep) at the healthcare provider¿s (hcp) office. The patient reported that she received the implant to help with pain in her back and legs. The patient reported that she received shot for pain at her ins site. The patient was unable to check the status of the ins with the patient programmer (pp) due to fibromyalgia it was too difficult for her to use her arm to place the pp over the ins and she wasn¿tsure she could get the pp over the ins. During the call, the patient requested assistance from her housekeeper, however the housekeeper didn¿t know where the implant was located and the patient was unable to assist and as a result, they were unable to connect only receiving the poor communication screen. The patient also reported that the ins site was sensitive to any touch, even when clothing is over the site, it felt sensitive. The patient reported that stimulation sometimes bothered her and was told to turn it off. Additional information was received from the patient on 2018-07-30. The patient reported that she was having surgery on (B)(6) 2018 to take it all out. The patient reported that it was not working at all. No further complications were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the batteries weren¿t working and the man came and tested it all. The patient reported that they tested the battery, it wasn¿t working at all. It had never worked very good. No further complications were reported.